Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a fever. The patient had a unknown size taxus express2 stent placed. After an unknown time period, the patient developed a fever. The patient's antiplatelet, panaldine, was discontinued upon onset of the fever. The fever was reported to be resolved 62 days after the date of the event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.